Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report.

Event description:
It was reported via phone call that the auto mode feature was being used at the time of the reported event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 535 mg/dl. At the time of incidence. Customer were treated with manual injection for high blood glucose level. Where ketone test was found (B)(6). Customer was treated with insulin pump for high blood glucose. Customer experienced nausea, vomiting and abdominal pain like symptoms. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.